Event description:
The customer reported that the g7 bedside monitor was freezing up and discharging patients during cases. There was no harm reported.

Manufacturer narrative:
The customer reported that the g7 bedside monitor was freezing up and discharging patients during cases. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the g7 monitor: central nurse's station (cns): model #: cns-6801a serial #: (B)(4) device manufacturer data: 09/15/2022 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na bedside monitor (bsm): model #: bsm-1733 serial #: (B)(4) device manufacturer data: 05/25/2023 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na data acquisition unit (dau): model #: ja-170p serial #: (B)(4) device manufacturer data: 05/02/2024 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na

Event description:
The customer reported that the g7 bedside monitor was freezing up and discharging patients during cases. There was no harm reported.

Manufacturer narrative:
Details of the complaint: the customer reported that the g7 bedside monitor was freezing up and discharging patients during cases. There was no harm reported. Investigation conclusion: the complaint device was received by nk. The unit was evaluated and the complaint was not duplicated. It was noted that this unit was an early revision, which has been found to have issues with touch screen lag. The display would need to be replaced to repair the device. Based on similar complaints reviewed under notification 300370590 / irc-444 and notification 300371981 / irc-451 for frozen screen and touch screen sensitivity issues, possible causes may include the touch screen being out of calibration, inadequate grounding, or touch panel failure. From irc-451, nkc provided troubleshooting materials to nka and nkc plans to address this issue with an upgrade in the g5/g7 software version 02-34 to automatically reset the touch panel controller in the event touch operation cannot be performed. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the g7 monitor: central nurse's station (cns): model #: cns-6801a serial #: (B)(6). Device manufacturer data: 09/15/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Bedside monitor (bsm): model #: bsm-1733 serial #: (B)(6). Device manufacturer data: 05/25/2023 unique identifier (UDI) #: (B)(6). Returned to nihon kohden: na. Data acquisition unit (dau): model #: ja-170p serial #: (B)(6). Device manufacturer data: 05/02/2024 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Corrected information: **UDI related data quality updates** d1 brand name: corrected the from csm-1702 to nihon kohden life scope g7 bedside monitoring system. D4 model number: corrected from csm-1702 to cu-172r. D4 catalog number: corrected from csm-1702 to cu-172r. D4 unique device identifier (UDI) #: corrected the UDI # to include the pi information. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative. H11 corrected data.